Event description:
It was reported that the patient presented in clinic. It was noted that loss of capture with high capture thresholds were observed on the right ventricular (rv) lead. Fluoroscopy revealed the rv lead was dislodged. During the procedure while trying to reposition the rv lead, the helix failed to extend. The rv lead was successfully explanted and replaced. The patient was stable.